Event description:
Pt reported that ms-3 pump is not working right. Pt reports that the upper rim of the cartridge container is broken, so the cartridge with no longer stay in the chamber. The pt was not using the pump at the time of the malfunction, so no adverse effects were reported related to the malfunction. The pt has a working backup pump. The device is being replaced and the pt knows to send the device back to the pharmacy in return box. Pt did not provide consent for MFR to contact him regarding the pump malfunction. Did the reported product fault occur while in use with a pt: no; did the product issue cause or contribute to pt or clinical injury: no; if yes, was any medical intervention provided, please explain: na; is the actual device is available to be returned for investigation: yes; dose or amount: 49nkm; frequency: continuous; route: subcutaneous; dates of use: from (B)(6) 2013 to ongoing.